Event description:
It was reported that during a gastrectomy procedure, the staples on one side were malformed at the first and second firing. The device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.